Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) field service engineer (fse) noted that there were no issues with the system and logs. The fse followed up with the site to ensure that the issue did not persist. The fse also noted that it could be a user related issue. No site visit was conducted. Isi did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was unable to be performed, the reported event was unable to be confirmed or replicated.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) that the staff installed a cannula universal seal during setup and the seal's insufflation tube connection broke off the seal when installing the insufflation airline. The or staff was able to complete the cases, with a 5¿7-minute delay and not patient injury. The tse advised the customer that the system is not reporting any negative errors or logs. The tse then recommended checking the universal seal lot and check the seals for weal tube connections and to return the lot if bad seals are found. The customer will check the lot upon arriving tomorrow. The procedure was completed with no indication of patient injury. Intuitive followed up to obtain additional information. However, the customer confirmed no further details related to the reported event are known or available.